Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead exhibited high impedance, no capture, and over sensing. The lead was repositioned but measurements did not improve. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)